Manufacturer narrative:
(B)(4).

Event description:
The pt felt like she was losing therapy benefit. At her appointment, there was a discrepancy between the expected reservoir volume found on the pump logs and the actual volume of medication removed from the pump. No rotor or dye study was done. The pump and catheter were replaced. There was no pt injury. The pump was used to deliver morphine and bupivacaine.